Manufacturer narrative:
The product is not expected to be returned for evaluation. An investigation has been initiated has based upon the reported information.

Event description:
The distributor reported on behalf of the user facility the following incident: the kalix ii implant broke, making expansion of the implant impossible. No patient consequences were reported.